Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer report: dose dial is difficult to turn/dial. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Inpen did not pair with commercial app or manufacturing app. Received inpen leadscrew on 1/4 of travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen passed front cap investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the inpen dose knob having a resistance when dialing. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, and the inpen replacement was initiated. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.